Event description:
The customer reported to vyaire medical that the vela ventilator has alarms vent inoperable, motor fault,xdcr fault (transducer), low ve (minute ventilation), low pip (peak inspiratory pressure), "high rate", and high pip (peak inspiratory pressure). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.